Event description:
It was reported that the device was explanted after an implant duration of approximately 18.30 months. On 08/26/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to endocarditis. No other details were provided.

Manufacturer narrative:
Device not returned. This event was learned through implant patient registry. Through follow-up with the health-care provider (via email), additional information was received (via fax). The operative report was requested, however, it has not been provided. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.